Manufacturer narrative:
H.3.,h.6.:the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process.no complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An ecp ( eye care practitioner) reported on behalf of a consumer, who was diagnosed with corneal ulcer, wearing precision -1 contact lens. The ecp isn¿t for sure if the ulcers are linked to contact lenses but found it . The current status of the consumer¿s eye is not known at the time of this report; additional information has been requested but not yet received.